Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿the tip of the handle sheared off, the spring has broken at the distal tip of the instrument, so the button no longer works". The product was not returned to depuy synthes, however photos were provided for review. See attachment ¿(B)(4) - acetabular introducer ref 920010029¿. The photo investigation revealed that the angled acet insertr has missing the internal spring and the adaptor. Additionally, the distal portion of the device presents an overall worn appearance consistent with normal and repetitive use for over 19 years. However, no signs of breakage were observed on the device and there is not photo evidence for the reported broken spring. The appearance of the device is consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Regarding the missing components, a potential cause cannot be stablished. The overall complaint was not confirmed as the observed condition of the 920010029, angled acet insertr would not contribute to the complained device issue. Based on the investigation findings, potential cause for wear can be traced to end of device life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the acetabular introducer broke into two pieces. The tip of the handle sheared off. The spring has broken at the distal tip of the instrument, so the button no longer works. There was no delay to surgery or harm to patient.